Manufacturer narrative:
He device was returned for analysis. A visual examination identified that the balloon folds were tightly wrapped. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination found that the device was received with a complete break in the hypotube at 20 cm from distal end of strain relief. Both sections of broken hypotube were noted to have kinks at various locations. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. The 90% stenosed, 28 x 3.5mm, eccentric, de novo, target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad) which had a bend between 45 and 90 degrees. A 10mm x 2.75mm wolverine coronary cutting balloon was advanced and as the device was crossing the lesion in the left circumflex (lcx), a shaft kink was noted. When the physician could not cross the lcx lesion, he decided to use the device in the fibrotic lesion in the lad. While pushing the balloon across the lad lesion, the shaft broke in the y connector. The device was removed by detaching the y-connector from the guiding catheter and t procedure was completed without a cutting balloon. There were no patient complications reported and the patient was stable following the procedure.

Event description:
It was reported that a shaft break occurred. The 90% stenosed, 28 x 3.5mm, eccentric, de novo, target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad) which had a bend between 45 and 90 degrees. A 10mm x 2.75mm wolverine coronary cutting balloon was advanced and as the device was crossing the lesion in the left circumflex (lcx), a shaft kink was noted. When the physician could not cross the lcx lesion, he decided to use the device in the fibrotic lesion in the lad. While pushing the balloon across the lad lesion, the shaft broke in the y connector. The device was removed by detaching the y-connector from the guiding catheter and the procedure was completed without a cutting balloon. There were no patient complications reported and the patient was stable following the procedure.